Manufacturer narrative:
(B)(6). Four (4) actual devices were received for evaluation. A visual inspection was performed and it was noted that the forceps had brownish/orange discoloration. The discoloration was determined to be rust. The reported condition was verified. The cause of the reported condition was a manufacturing defect. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that four (4) coupler forceps were discolored. The discoloration was observed after cleaning and disinfection of the instruments and prior to patient use. There was no patient involvement. No additional information is available.